Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the healing cap was not threading correctly and could not be seated.

Manufacturer narrative:
One heal collar 3.5x4.5, 3mm (hc343) was returned for investigation. Visual inspection of the as returned product identified signs of wear, but no damage to the threads. Functional testing was performed for the returned product and it was determined the healing collar was still able to assemble and fully seat as intended with a mating implant. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was removed the same day as placement. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2018041887. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018041887) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product (hc343). Therefore, based on the available information, device malfunction has not occurred and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.